Manufacturer narrative:
H10: of the 77 reported malfunctions, the lot number was provided for one malfunction and a lot history review was performed. None of the devices were returned to the manufacturer for evaluation, but medical records for two of the malfunctions were returned for review. For one malfunction, the investigation is confirmed for perforation and inconclusive for detachment. For one malfunction, the investigation is confirmed for perforation and detachment. For the remaining malfunctions, the investigation was inconclusive for both reported failures as no sample was returned and no objective evidence was provided. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 77 malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced perforation (73) and detachment (4). This information was received from various sources. All 77 malfunctions involved a patients with no consequences. Two patient's age ranged from 44 to 55 years old, one was male, and one was female. The remaining patient age, weight, and gender were not provided.

Event description:
This report summarizes 77 malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced perforation and detachment. This information was received from various sources. All 77 malfunctions involved a patients with no consequences. Two patient's age ranged from 44 to 54 years old, one was male, and one was female. The remaining patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the 77 reported malfunctions, the lot number was provided for one malfunction and a lot history review was performed. None of the devices were returned to the manufacturer for evaluation, but medical records for two of the malfunctions were returned for review. For one malfunction, the investigation is confirmed for perforation and inconclusive for detachment. For one malfunction, the investigation is confirmed for perforation and detachment. For the remaining malfunctions, the investigation was inconclusive for both reported failures as no sample was returned and no objective evidence was provided. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. Hull, j. E., & robertson, s. W. (2009). Bard recovery filter: evaluation and management of vena cava limb perforation, fracture, and migration. Journal of vascular and interventional radiology, 20(1), 52¿60. Doi: 10.1016/j.jvir.2008.09.032. H10: g3. H11: b5, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for one of the 77 malfunctions was provided and a lot history review was performed. None of the devices were returned to bd for evaluation, but medical records for two of the malfunctions were returned for review. Of the three malfunctions, one of the investigations confirmed for detachment and inconclusive for perforation. The second investigation confirmed for perforation and inconclusive for detachment. The remaining investigation was inconclusive for both reported failures as no sample was returned and no objective evidence was provided. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes 77 malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced perforation (73) and detachment (4). This information was received from various sources. All 77 malfunctions involved a patients with no consequences. The patient's age ranged from 44 to 55 years old, one was male, and one was female. The remaining patient age, weight, and gender were not provided.